Manufacturer narrative:
The reported fielder xt guide wire was returned for evaluation. Tip separation was confirmed on the returned guide wire. The core and coil were fractured approximately 7mm and 35mm distal to the mid solder (originally located at 25mm from the tip), respectively. The fracture end of the core was bent and had a flat fracture surface, typical fracture surface attributing to torsion. The coil was twisted proximal to its fracture end. Scanning electron microscope revealed elongated dimples that showed direction of the shearing force, indicating torsion had contributed to the core fracture. Based on the provided information and investigation outcome, it was presumed that torsional stress generated in attempts to cross the heavily calcified cto had most likely contributed to the reported separation of the guide wire. The applied stress would accumulate and therefore exceed the product design limit, leading the guide wire to fracture and eventually become separated. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] ~ separation of the guide wire.

Manufacturer narrative:
(B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, lot history records review, and known similar events, it was presumed that stress generated in attempts to cross the heavily calcified cto had likely contributed to the reported separation of the guide wire. The applied stress would accumulate and therefore exceed the product design limit, leading the guide wire to fracture and eventually become separated. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that a percutaneous coronary intervention was performed to treat a moderately tortuous, heavily calcified, chronic total occlusion (cto) in the right coronary artery (rca). During the procedure, an asahi fielder xt guide wire appeared to fracture in the lesion, causing the tip of the guide wire to detach. The procedure was abandoned following this. The separated tip of the guide wire has been left in the patient as it could not be retrieved by the physician. The patient was informed of the event and advised that there should be no adverse reactions associated with the remaining tip fragment.